Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no medical record evaluation (mre) review could be performed. Concomitant products: carto 3 system (model# m-4800-01, serial# unknown); vizigo sheath (model# d-1385-02-s, lot# unknown); non bwi; baylis needle x2 (model # unknown, lot# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smart touch sf bidirectional (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure, when the catheters were about to be removed from the patient¿s body, the patient became hypotensive. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 550 ml of fluid from the pericardium. The patient was immediately stabilized after pericardial puncture. The patient was transferred to the intensive care unit (ICU) for observation purposes. There¿s no information regarding extended hospitalization. Patient¿s outcome was fully recovered. The physician is unsure of the causality of the event. He believes that patient¿s anatomy, specifically the small left atrium, might have contributed to it. No error messages were observed on any bwi equipment during the case. Transseptal puncture was performed twice during the procedure. The stsf catheter was used for mapping and radio frequency applications. There was no evidence of steam pop during the ablation. The catheter irrigation was set within normal parameters for stsf. The force visualization features used included graph, dashboard, vector and stsf visitag. The parameters for stability used with the visitag module were 3mm sweep for 3 secs and 2 ohms drop with surpoint module 400. The additional filter used with the visitag module was posterior wall and 550 to anterior. The color option used prospectively was force time interval, average, force, and time.